Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the motor is cutting out due to wires pulled out of the motor due to wheel play.